Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high out of range shock impedance measurements on this right ventricular (rv) lead. The left ventricular (lv) pacing impedance measurements were also high. Technical services (ts) indicated that this is a unipolar lead; therefore, extended bipolar and tip-to-can configurations were the only valid vectors. The patient came in for a follow up visit and shock impedance measurements were 74 ohms; however, impedances were greater than 125 ohms for several days. The lv pacing impedance measurements were greater than 2,000 ohms with wide variation. It was noted that sensing and threshold measurements were normal. There was noise found on the lv channel with isometrics. Ts discussed that the observations possibly indicate lead issues with both the rv and lv leads. Additional information indicated that the shock impedance measurements were above 125 ohms. A lead revision procedure was performed and when testing the rv lead through the pacing system analyzer (psa), pacing impedance measurements were greater than 4,000 ohms which indicated that this was a distal coil issue. In addition, when the physician tugged on the rv lead, he noticed that all of the leads moved as well. While extracting the rv lead, the lv and atrial leads were pulled back; therefore, these leads were also explanted and successfully replaced. The physician indicated that he would not have replaced the two leads had the rv lead not pulled the other leads out of place. It was also noted that the physician always performs a lead excision during change out procedures and it was possible he caused some trauma at a previous change out. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was reported that this patient passed away over two years later. There were no allegations against the functionality of the device or that it caused or contributed to this patient's death. No products were expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.